Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having an issue moving her right arm due to weakness. The physician suspected nerve irritation during the placing of the paddle and was not thinking symptoms were device related. The patient underwent a procedure wherein the leads were removed.